Event description:
Caller reported a cgm error 42, but there was no adverse impact to the customer's blood glucose level. Technical support helped the caller by providing complete information for a pump reset and guided them through the process. After the reset, the pump no longer displayed the error code, and the caller was able to start their sensor session successfully.